Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose (bg) displayed "high" on the continuous glucose monitor. An ambulance was called to assist customer after they had a seizure, and they administered the customer a manual insulin injection to addressed elevated bg. Customer reverted to multiple daily injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.